Event description:
Per medwatch mw5109427: spontaneous call from patient for edemas refill consult. During consult patient reported she had to discard a veletri cassette because it did not work. The reported product fault did occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The cassette is not available to be returned for investigation. Patient had already discarded it. The event is resolved. Describe in detail any, and all damage to the cassette: unknown. Patient did not specify beyond it not working, but was adamant her pumps were fine and it worked with the next cassette. Patient did not specify the date this occurred. This incident has not happened before within the past 6 months. This patient has not reported a pump malfunction within the past 6 months. Advised patient to inform us of any future problems, and to let us know if she runs out of supplies or medication early because of the discard. Patient involvement. No injury was reported. Cassette no available for return. Patient was able to switch to additional cassettes. Infusion continued. Infusion life-sustaining. Event resolved.